Event description:
The cause of the low flow alarms and elevated pi was determined to be the patient¿s arrhythmia associated with high preload volume. The low flow alarms resolved by adjusting the pump speed based on the ramp study protocol. The patient¿s a-fib was not sustained and only resulted in the diminished lvad flow. Intravenous amiodarone and electrolytes were administered, and the arrhythmia resolved. Additionally, the arrhythmia was reported to be a post-op complication and not thought to be device related. The patient was hemodynamically stable and discharged home without any reported incident.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms as well as elevated pi values. Although a specific cause for these findings could not be conclusively determined through this evaluation, the account reported that the events were caused by the patient¿s arrhythmia. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established. The account reported that the echo revealed that the septum was now in midline, and the patient had severe right ventricular (rv) dilation and impairment in global contractility, as well as severe left ventricular (lv) dysfunction with a left ventricular ejection fraction (lvef) of 25-30%. The controller event log file contained data from 13:28:33 on (B)(6) 2021 through 14:24:45 on (B)(6) 2021, per the timestamps. Motor power, estimated flow, and average pi typically ranged from 2.8-4.2 watts, 2.5-4.8 lpm, and 2.8-10.0, respectively. Transient low flow fault flags were captured on (B)(6) 2021 when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 1.8-2.4 lpm. These faults resulted in 2 low flow hazard alarms lasting approximately 8.5 minutes and 2 seconds, respectively. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. B and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jun2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had high pulsatility index (pi) on (B)(6) 2021. The pi was greater than 9 after the patient was given volume. The patient had an echo on (B)(6) 2021 and lab tests (results were not shared). The patient had a mean arterial pressure from 70-80 mmhg, a heart rate of 141, hematocrit 24.4, inr 1.6. The patient had atrial fibrillation. Upon review of the patient's log files, the patient had low flow events.